Event description:
It was reported that during preparation for a ptca procedure, the liberte' monorail stent detached while removing the stylet. The event occurred outside the patient and the device was not used. No patient injuries or complications were reported. Patient status is reported as "good".